Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A pre-accelerated stress test simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that while using the liberty cycler had a power outage a few nights ago while he was in treatment. They stated they flipped the switch to turn the cycler back on and it does not come on. Nothing lights up, they have been doing manuals. They can't turn on cycler on power up. The patient was connected during incident. Display was blank. There was a power outage. Power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched cycler on and there was no lights on the stop, ok and up/down keys. The cycler powered down issue had occurred. The patient was connected during incident. Display was blank. There was a power outage. Power cord was securely plugged in. Power switch was in the on position. There was no sound when ok/stop buttons were pressed. Switched cycler on and there were no lights on the stop, ok and up/down keys. The cycler was replaced. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy. The patient had not completed their treatment. The cycler has been scheduled to be returned. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.